Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was beeping continuously then the display turned blank. Customer then pulled out the battery and rebooted the device, the insulin pump alarmed a unexpected restart alarm. Customer's blood glucose was unknown. During troubleshooting, found unexpected restart alarm and signal too low alarm. Insulin pump alarmed a signal too low alarm during the rewind prime sequence. Customer was able to clear the alarm. Customer was assisted in performing a self test, the test passed. Customer reported the contacts on the battery cap were missing. Customer was advised that the battery cap will be replaced. Customer was advised to insert new aaa alkaline battery to test with the insulin pump, if display did not return, revert to a back-up plan per health care professionals' instructions until the replacement battery cap arrives. Customer will not be returning the device for analysis.